Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the ECG signal intermittently failed. There was no reported patient involvement.

Manufacturer narrative:
Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the ECG cable. The reported problem was confirmed. To resolve the issue, the ECG cable was replaced. It has been concluded that no further action is required at this time.